Event description:
On 11/28/2006, nellcor received a report where it was claimed that 3 patients experienced tracheal fistula (erosion) while the reported device was in use. On 12/08/2006, nellcor clinical specialist spoke to the physician who stated that "the area of breakdown was high in the airway" which was visualized on a endoscopy. No further information was provided.

Manufacturer narrative:
Investigation of this report is currently in progress. The customer indicated that the sample associated to this report is not available for investigation.